Manufacturer narrative:
Describe event or problem updated.

Event description:
It was reported that balloon rupture, balloon detachment and removal difficulties were encountered. The target lesion was an area of in-stent restenosis of an implanted wallstent in the jugular vein. An xxl/16-6/5.8/75 esophageal balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. Upon removal, the physician noticed that the balloon dislodged from the shaft. Subsequently, a 20fr sheath was placed into the jugular vein and the balloon material was snared. The procedure was completed and no patient injuries nor adverse events were reported. It was further reported that the target lesion was an area of in-stent restenosis of an implanted 18mm x 90mm wallstent, ten day prior, located in the common iliac vein and not in the jugular vein as what was previously reported.

Event description:
It was reported that balloon rupture, balloon detachment and removal difficulties were encountered. The target lesion was an area of in-stent restenosis of an implanted wallstent in the jugular vein. An xxl/16-6/5.8/75 esophageal balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. Upon removal, the physician noticed that the balloon dislodged from the shaft. Subsequently, a 20fr sheath was placed into the jugular vein and the balloon material was snared. The procedure was completed and no patient injuries nor adverse events were reported. It was further reported that the target lesion was an area of in-stent restenosis of an implanted 18mm x 90mm wallstent, ten day prior, located in the common iliac vein and not in the jugular vein as what was previously reported.

Manufacturer narrative:
Describe event or problem updated. Device manufacture date: updated from no information to 10/19/2018. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon material was completely detached from both the distal and proximal balloon bonds. The balloon material was not returned for analysis. This type of damage is consistent with excessive tensile force being applied as the user attempts to remove the device from the patient. The rate of burst pressure of this device is 8atm (atmospheres). A visual and tactile examination identified that the shaft of the device was severely kinked at the distal edge of the strain relief. This type of damage is consistent with excessive force being applied to the device. No issues or damage was noted to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture, balloon detachment and removal difficulties were encountered. The target lesion was an area of in-stent restenosis of an implanted wallstent in the jugular vein. An xxl/16-6/5.8/75 esophageal balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. Upon removal, the physician noticed that the balloon dislodged from the shaft. Subsequently, a 20fr sheath was placed into the jugular vein and the balloon material was snared. The procedure was completed and no patient injuries nor adverse events were reported.